Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/13/2016 with the following findings: product analysis could not duplicate the alleged intermittent sound complaint. On investigation, the pump powered on with clear audible alarm. The pump was opened and no intermittent conditions were found on the audio tone unit or the unit contacts. Unrelated to the original complaint, the battery compartment was cracked below the grip pad to case seal and the display was dim and discolored.